Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary the station is not communicating. The customer stated that they have managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e event date, section d medical device model, section e initial reporter prefix. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) troubleshoots the issue and found half height (hh) drawer 6.2 had a bad drawer board causing unit to go down replaced bad drawer board and rebooted the station unit, after that the unit resumed normal operation. At the customer request, no further testing was performed, as they needed the unit back in service immediately. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary the station is not communicating. The customer stated that they have managed to get the medicines from other station there were no adverse events or injuries reported based on this incident.